Event description:
Boston scientific received information that the sensing decreased on this right ventricular (rv) lead from 25mv to 1.4mv. The lead dislodgement was detected by x-ray. A revision procedure ensued. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual analysis noted the proximal spring was stretched and some gore coating had been torn. The helix was fully retracted and intact with no signs of physical damage. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities in regards to the allegation.

Manufacturer narrative:
To date, this right ventricular (rv) lead has not been received by boston scientific. Upon receipt, this rv lead will undergo a detailed laboratory analysis in an effort to confirm and determine the root cause of this event.